Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped. The patient with an implantable cardioverter defibrillator (ICD) and this lead was experiencing 'improper sensing and inappropriate therapy'. The physician elected to perform an invasive procedure to remove the rate sensing portion of the lead and replace it with a new bipolar lead.